Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. H11: manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens and significant glare and/or halos are identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced excessive vault, glare and haloes. The lens was explanted. Replacement lens of a same length lens implanted vertically, and the problem was resolved. The cause of event was reported as unknown.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial dry with residue/debris on product. Visual inspection found the haptic bent and foreign material on lens surface fibre. Dimensional inspection found the lens to be within specifications. . Claim # (B)(4)